Event description:
Left-side MRI indicated rupture.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side MRI indicated rupture and seroma.

Manufacturer narrative:
Sientra complaint case (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned back and upon initial observation found to have shell failure, and moderate yellowing. Upon device inspection, inner patch separated from device at joint between inner and outer patch. Upon optical inspection, this explant was received ruptured and was submitted for optical analysis. An area with possible striations was identified. The observed result of shell failure is surgical instrument damage. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.